Event description:
It was reported that the patient had cardiac complications following their implant procedure and it resulted in two electrical cardioversions. All symptoms have now resolved and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.